Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain'), embedded device ('the coil was 90 percent out of tube and appears to be embedding itself into my uterine wall') and device dislocation ('the coil was 90 percent out of tube and appears to be embedding itself into my uterine wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss") and dysmenorrhoea ("sharp,stabbing pain during tail end of periods"). The patient was treated with surgery (vaginal hysterectomy and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, device dislocation, migraine, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, embedded device, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement and full occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device dislocation and dysmenorrhoea. Quality-safety evaluation of ptc: ptc global number:(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events "sharp, stabbing pain during tail end of periods" and "the coil was 90 percent out of tube and appears to be embedding itself into my uterine wall" were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "initial" indicates here initial submission by the new legal manufacturer only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and chronic pelvic pain'), embedded device ('the coil was 90 percent out of tube and appears to be embedding itself into my uterine wall') and device expulsion ('the coil was 90 percent out of tube and appears to be embedding itself into my uterine wall') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss") and dysmenorrhoea ("sharp,stabbing pain during tail end of periods"). The patient was treated with surgery (vaginal hysterectomy and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, device expulsion, migraine, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, embedded device, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement and full occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device dislocation and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (vaginal hysterectomy and salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, migraine and alopecia outcome was unknown. The reporter considered pelvic pain, migraine and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age that had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. This event is anticipated in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2017: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age that had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. She underwent a vaginal hysterectomy and salpingectomy. This event is anticipated in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.